Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that while in the cath lab, the sheath was inserted into the pt's right femoral artery with no difficulty. When the md attempted to remove the dilator from the sheath, he found that the arterial blood was not contained by a hemostasis valve. As a result, the md removed the sheath and used a new sheath for the insertion of the iab. The new sheath was inserted over the same spring wire guide (swg) which was in the pt's right femoral artery. There was no reported pt death or injury. Medical/surgical intervention was not required. There was a delay of intra-aortic balloon (iab) therapy for the time frame it took to retrieve the new sheath and insert it. The delay in iab therapy did not cause harm to the pt. There were no reported pt complications and the pt outcome is listed as satisfactory.